Event description:
Info received indicates the brake will lock but the caster continues to swivel is pushed on from the side.

Manufacturer narrative:
The tech isolated the issue to a worn caster. He replaced the caster to repair the bed.